Event description:
Report received indicated that the product was received in the field with the inner packaging open. Product was not used in the pt. There was no other event info available. This product has been returned for evaluation and testing; however, the engineer's report is not yet complete. Additional info will be sent within 30 days upon receipt.